Event description:
Event description guidant received information from a health care provider (hcp) that there was difficulty trying to obtain right atrial (ra) capture at maximum output. The patient was getting an x-ray to determine if the ra lead was dislodged. The caller wondered if this could be attributed to the advisory described in the physician communication on june 23, 2006. No adverse patient effects were reported. P-waves were measured between 0.6 mv to 3.0 mv. Impedance was 380 ohms at implant and ranged from 440 to 460 ohms in the daily measurements (dm). Battery status was at beginning of life (bol) and all dm were present. The caller stated that this patient frequently complains of dizziness, but it was confirmed to not be syncope or pre-syncope. The device and leads were explanted and a new system was implanted. A general lead malfunction was reported.